Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade unknown. Device evaluation: analysis of the returned device identified; creases flat and opening on anterior leak test and microscopic analysis was performed which identified; sharp opening on anterior, observed void >1 mm in non-textured, valve-to shell-bond area and a dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior due to an unidentified (tear) opening.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr. In response to FDA report number mw5037855. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of pain, infection, inflammation/irritation, erythema, edema, fever, lymphadenopathy, allergic reaction/hypersensitivity and autoimmune/connective tissue - disorders are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported via regulatory agency severe infection, fever of 102-103 degrees, pain and tenderness, "felt hot", it was red, and was "swollen". The patient had an allergic reaction to the medication prescribed for the infection. The patient also experienced pain from the left wrist all the way down to the left pinky and was also accompanied by breast pain. The patient also noticed other health issues, severe and swollen left knee, which was hurting day and night for 2-3 weeks. The patient also experienced "swollen lymph nodes" and other symptoms that were arising. The patient continued to experience more aches and pin in hands, wrist, fingers and knee and constantly dropping items. The patient was also diagnosed with an "auto immune" disease. This record is for the right side. Device remains implanted.